Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon at the hospital reported to our (B)(4) sales rep the following event: the first plastic packaging was incorrect and when they opened the second packaging in order to retrieve the device, the implant was damaged inside the packaging (marks on it and the packaging was blackened). The implant was not used and replaced by a new one.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs proximal tibial component was reported. The event was confirmed. Method & results: -device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been dropped from a height causing the of the flange of the outer blister pack to fracture. -medical records received and evaluation: not performed as the event is related to a packaging issue. No adverse consequences to the patient were reported. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time.

Event description:
The surgeon at the hospital reported to our french sales rep the following event: the first plastic packaging was incorrect and when they opened the second packaging in order to retrieve the device, the implant was damaged inside the packaging (marks on it and the packaging was blackened). The implant was not used and replaced by a new one.